Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that they mishandled the patient samples. There was no issue with instrument and the customer is satisfied with the performance of the instrument. The cause of the discordant results on one patient sample was due to the mishandling of the patient samples. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of a dimension exl 200 instrument programmed two patient samples, sid (B)(6)and sid (B)(6), to run at the same time for complete panels. Sid (B)(6) was processed and the results were reported. Sid (B)(6) was processed and errors were generated because the operator had manually programmed the sample to run on segment y4, but the sample was inadvertently placed in y6. Sid (B)(6) was tested again and results were reported. The following day, the physician for the patient with sid (B)(6) contacted the laboratory because the patient's results did not match their history. The laboratory staff retested sid (B)(6) and obtained different results than what had been reported the previous day. It was also discovered that the results reported the previous day matched the results for sid (B)(6). There are no reports of patient intervention or adverse health consequence due to the sample mishandling.